Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported high pacing threshold and lead damage complaints from the field were confirmed. Visual inspection found clavicle crush on the lead at the distal region. The damaged insulation could cause the outer and inner coil to make direct contact resulting in the complaint noted in the field. (B)(4).

Event description:
It was reported that the atrial lead exhibited high pacing threshold. Damage was also noted on the lead. The lead was explanted and replaced.